Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the patient had been in the hospital for diabetic ketoacidosis with blood glucose (bg) over 250mg/dl and unspecified ketones. Additional information was not provided and troubleshooting for the pump could not be completed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention while using insulin pump therapy and the pump could not be ruled out as a contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.